Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer informed the company account manager the laser probe got stuck in the trocar cannula during a procedure. No harm to the patient was reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Date provided in the initial medical device report was incorrect. The correct date was 02/07/2018. The incorrect date reported on the MDR was 02/16/2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Product evaluation - curved probe the customer reported that the 25 gauge (ga)illuminated flex curved laser probe was getting stuck in the valved trocars. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2017. There were 1488 paks associated with this packaged lot number. The laser probe was manufactured on august 2, 2017. There were 91 probes associated with this laser probe lot number. Based on the assessment, the product met specifications at the time of release. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The laser probe was inserted into a sample 25ga trocar cannula and passed through with no noticeable resistance. The sample¿s cannula and nitinol length was measured using the 25ga needle length gauge and the cannula and the nitinol length were found to meet specifications. The sample¿s outer cannula diameter was measured and the outer diameter (od) min/max measured at 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02020 to 0.02030, meeting specifications. The sample was returned and the reported event could not be replicated. There was no obvious visual nonconformities and tip length and outer diameter specifications were met. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming both visually and in length. Product evaluation - trocar cannula/hub there were two opened trocar cannula/hub assemblies which were received (in a specimen container) for the reported 'laser probes stuck in trocar cannula.' The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for cannula inner diameter (ID) and were also found conforming. Functional testing was unable to be performed as the corresponding complaint sample (the laser probe) was not received at the manufacturing site for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned samples were found to be conforming, therefore a fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).